Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted that the stent was stationary on the tightly folded balloon between the markers. The first three rows of proximal struts were mangled, confirming the reported damage. There was a flared strut in the middle of the stent. The stent outer diameters were measured and met manufacturing criteria. An attempt was made to advance the stent delivery system (sds) through a new 6f guiding catheter; however, the sds would not advance due to the mangled struts. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds through the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, the reported failure to advance, stent damage, and difficulty removing the sds from the guiding catheter appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the promus was prepared according to the instructions for use. The lesion was pre-dilated with a non-abbott balloon catheter. The stent was unable to cross the lesion. Upon removal, the stent struts became flared due to interaction with the non-abbott guide catheter during removal, as resistance was experienced. No patient effects were reported. No additional information was provided.